Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the patient was ¿having high bg¿s on pump therapy.¿ there were no blood glucose (bg) values or symptoms indicated. There was no indication that an adverse event had occurred and therefore does not meet the animas criteria for an adverse event. There was no additional information available for this issue. Multiple attempts were made by customer technical support to contact the reporter to follow-up with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-apr-2018 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use.  The available black box data showed that the daily insulin delivery totals correctly reflected the user¿s programmed basal rates. During testing, the pump passed delivery accuracy testing and was found to be delivering within required specifications. The original complaint of an inaccurate insulin delivery issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.